Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor snapped and the guide was damaged. X-ray showed a small speck of unintended metal was in the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: strip removed after the anchor had been placed. Probable root cause: design: -inserter/implant not compatible with guide; -inserter material/design too weak; -inserter shaft cannot bend around curved guide; -drill not designed to center hole with respect to guide; -guide mouth not designed to grip bone; -guide not able to be gripped tightly; process: -inserter, implant, and/or guide manufactured out of spec; -anchor coating process out of specification; application: -excessive force impacting inserter; -movement of guide out of orientation to pilot hole; -use of wrong drill. Gtin: (B)(4).

Event description:
It was reported the anchor snapped and the guide was damaged. X-ray showed a small speck of unintended metal was in the patient.